Manufacturer narrative:
The access accutni+3 reagent was not returned for evaluation. The cause of the reported non-reproducible access accutni+3 results cannot be determined with the available information. (B)(4).

Event description:
The customer stated they noted a non-reproducible troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system ( serial number (B)(4)). The customer re-centrifuged the sample prior to repeat testing. The customer repeat tested the sample twice on the same access 2 immunoassay system and obtained lower results, within the normal reference range of the assay. The initial elevated access accutni+3 result was reported outside the laboratory. There was no report of additional patient injury or change in patient treatment associated with this event. The customer did not report any system errors at the time of the event. Samples are collected in lithium heparin plasma separator tubes or serum separator tubes. Samples are centrifuged at 6500 revolutions per minute (rpm) for ten (10) minutes at room temperature. The customer did not note any issues with sample integrity.